Event description:
Information was received that the inner cannula was sticking to a smiths medical tracheostomy tube, making it difficult to move. A tracheostomy tube change out occured as a result.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing to verify the cannula adheres to the tracheostomy tube. The reported customer complaint has not been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a problem source related to manufacturing.